Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the threads on the connection between the universal rod and the extraction hook have become deformed.

Event description:
As reported: "the threads on the connection between the universal rod and the extraction hook have become deformed.

Manufacturer narrative:
Correction - please refer to d4 lot number. The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned part was confirmed based on the catalog # and the lot # marked. The visual inspection revealed that the thread is severely damaged at half of its total length and the thread flanks are no longer present. A high force must have acted on them. The whole instrument surface has multiple scratches. The upper end of the instrument shows signs of impact, possibly caused by hammering. Based on investigation, the root cause was attributed to a user related issue. The incident was most probably caused by careless handling of the instrument. In the case of manufacturing-related deviations, these would have been noticed at the beginning. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.